Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish a connection between the ipg and the patient controller (pc). A company representative met with the patient and confirmed the issue by also using the clinician programmer (cp). The cp displayed an error message: "ipg repair attempted, the programmer will reconnect when ipg is ready." The representative attempted multiple times to connect to the ipg, but to no avail. The patient stated she underwent a surgical procedure on (B)(6) 2018 and did not place the device into surgery mode. In turn, the patient may undergo surgical intervention as the next course of action.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since been reportedly resolved.